Manufacturer narrative:
Logs and blower test results received. Contacted customer over phone and requested to send us the details of the filter replacement performed. Screen shots shows that the blower voltage is varying and the speed is not available.

Event description:
The customer reported while using bellavista 1000, a blower failure active on the device. Patient was removed from the ventilator. There is no harm or injury associated with the event.